Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 39 mg/dl. The cause of low bg was unknown. The customer attempted to resolve the low bg by administering vaccimi, drinking juice and taking glucose supplements, but they received third party assistance from emergency medical technicians (emts), who administered intravenous therapy (IV) of fluids of saline and insulin to address bg. The customer was brought to the emergency room (ER) by emergency medical technicians (emts) on (B)(6) 24. The customer was released from the ER on (B)(6) 24. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.